Event description:
It was reported by the rep that during a lap chole procedure, when the instruments were removed, the surgeon experienced insufflation leaking. The pt was (B)(6) positive so the surgeon was concerned about the leakage. A second trocar was opened and the same thing occurred. They dealt with the insufflation and finished the case with the same product. There was no pt consequence. The used products will not be returned as the pt is hiv positive, but two sterile products of the same lot will be returned.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the b11lt instrument a was received sterile and inside its original package. The instrument was received with the duckbill seal open at the slit; therefore it would not open and close as intended during functional testing. A leak test was performed and the instrument was noted to leak during insertion and removal of the test probe. The analysis results found that the b11lt instrument b was received sterile and inside its original package. The instrument was received with the duckbill seal open at the slit; therefore it would not open and close as intended during functional testing. A leak test was performed and the instrument was noted to leak during insertion and removal of the test probe. A corrective and preventive action has been initiated to address the found leak issue. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to what might have caused the reported event. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.